Manufacturer narrative:
The recipient's pain has reportedly improved. The recipient's skin flap has thinned. The recipient was recommended non-use of the device for 5 days.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing pain and non-auditory sensations with and without device use. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain reportedly resolved and the recipient resumed device use. The recipient remains implanted. This is the final report.